Event description:
A report was received that the patient had a fever. The physician decided to explant the system because of possible risk of infection to the brain as the lead was located at the cervical region. There were no symptoms of infection found during the explant. The patient was placed on prophylactic antibiotics and was reportedly doing well. The physician believed the event to be related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm. Model #: sc-4316, lot #: 17665946, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient's fever was associated with other symptoms including dizziness, unsteadiness, neck pain, nausea and vomiting. There were no overt signs of meningitis.

Event description:
A report was received that the patient had a fever. The physician decided to explant the system because of possible risk of infection to the brain as the lead was located at the cervical region. There were no symptoms of infection found during the explant. The patient was placed on prophylactic antibiotics and was reportedly doing well. The physician believed the event to be related to the procedure.

Manufacturer narrative:
Additional information was received that the event has resolved.

Event description:
A report was received that the patient had a fever. The physician decided to explant the system because of possible risk of infection to the brain as the lead was located at the cervical region. There were no symptoms of infection found during the explant. The patient was placed on prophylactic antibiotics and was reportedly doing well. The physician believed the event to be related to the procedure.